Manufacturer narrative:
The device was returned without the detached portion of the implant; the implant marker band remained attached to the pusher. The coil was noted to be stretched and broken, just distal of the implant tie knot section. Scanning electron microscopy was performed by (B)(4). Based upon their analysis, it was concluded that the sample failed due to a torsional overload, indicating the device experienced forces that exceeded is specification. Based on the investigation and provided information, the complaint of a detached implant can be confirmed. The specific root cause of this complaint is unknown, although the device exhibits evidence that it was subjected to torosional overload that exceeded its strength specifications.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not yet been returned for evaluation. The investigation is currently ongoing.

Event description:
It was reported that during repositioning of the embolization coil, the coil unexpectedly detached, leaving a section of the detached coil outside of the treatment area. The pusher was removed, and the detached coil was pushed with a guide wire into the intended treatment site. There was no reported patient injury. The current patient's status is reported to be good.